Event description:
A hospital nurse manager reported that the disposable sphincterotome wire snapped at the beginning of an endoscopic retrograde cholangio pancreatography (e.r.c.p.) Procedure when the physician pulled on the handle of the device in an attempt to bend the cutting wire. The procedure was completed with a second device and there were no injuries related to the occurrence.